Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: on july 17, 2017, it was reported that the patient was scheduled for a split thickness graft on her right lower extremity. The physician using the dermatome equipment stated that the equipment created jerky motion that chewed up the skin. He made a second attempt and the dermatome did not provide a smooth graft. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome on june 27, 2017 revealed that the unit was still under warranty. The torque was low for the lever. The calibration and motor speed were within specifications. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the initial inspection it was noted that the calibration and motor speed were within specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the initial inspection it was noted that the calibration and motor speed were within specifications. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was scheduled for a split thickness graft on her right lower extremity and the physician found that the dermatome equipment created a jerky motion which chewed up the skin. A second attempt was made for an additional graft and it did not provide a smooth graft. No additional patient consequences were reported.